Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker showed a decrease in the estimated remaining longevity, with a significant drop observed in (B)(6) 2021 and now a decrease of 1.5 years in only seven months. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.